Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that midline leaking outside the patient. Upon removal, examination the catheter was found to be half sheared cracked at base. New device placed. No harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device returned to bd for evaluation was not the device reported in this complaint.

Event description:
It was reported by customer that midline leaking outside the patient. Upon removal, examination the catheter was found to be half sheared cracked at base. New device placed. No harm to the patient.